Event description:
Received injection on (B)(6) 2016 of hylan g-f 20 for treatment of osteoarthritis in both knees. Reacted with hives all over body including face, intense itching, recurring rash over body. Treating physician started me on a 10 day regimen of prednisone along with benadryl as needed. Unfortunately, the prednisone did nothing to alleviate the hives and they are still persisting 3 wks later. I have received this injection in both knees two times previously without reaction. Dates of use: (B)(6) 2014. Event abated after use stopped or dose reduced? No.